Event description:
On (B)(6) 2022, a spontaneous report from the united states was received via email from a consumer regarding a male (age not provided) who used a thermacare lower back and hip 8hr l/xl heat wrap. Medical history and concomitant product use were not provided. On an unspecified date, the consumer topically applied a thermacare lower back and hip 8hr l/xl heat wrap for an unknown indication. On an unspecified date, after wearing the heat wrap for 2 hours, the consumer experienced "really bad blisters" on his back. He noted his became infected. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of blisters and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.